Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: estimated date: (B)(4) 2013, inratio inr: .6, laboratory inr:3.1. The time between testing was within thirty (30) minutes. Therapeutic range was not known for the patient. There was no reported adverse patient sequela. There was no add'l info provided.

Manufacturer narrative:
Date estimated as (B)(4) 2013 as this was the date the customer reported the event. The date of the event was reported to be "not provided". Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: est. Date: (B)(6) 2013, inratio: 1.6, reference: 3.1, mean: 2.35, confidence limits: 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 303234 on (B)(6) 2013. Results as follows: donor: 218, inratio: 1.7, 1.7, 1.7, reference: 1.82, bias threshold: 1.32 - 2.32, %cv: 0.00; donor: 220, 3.0, 2.6, 3.3, 2.78, 1.78 - 3.78, 11.84. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. Eleven discrepant result complaints were reported for lot #303234, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.